Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via right femoral arterial access in a 59-year-old female presenting with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage d, who required mechanical ventilatory support. The patient underwent coronary angioplasty with ptca stent placement of the left anterior descending (lad) artery, along with intravascular ultrasound (ivus). Post-procedure, the groin access site was noted to be oozing, with activated clotting time (act) reported as supratherapeutic while the patient was receiving heparin therapy. A pressure dressing was applied proximal to the access site to achieve hemostasis. The patient experienced major bleeding requiring hemostasis. The use of large-bore femoral arterial access, supratherapeutic anticoagulation, underlying cardiogenic shock, and critical illness are known clinical and procedural factors that could have caused or contributed to the reported bleeding event. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.